Manufacturer narrative:
The mcs tip cover accessory has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment of unknown size from the mcs tip cover accessory allegedly broke off, fell inside the patient, and could not be found. However, at this time, the location of the missing instrument accessory fragment is unknown. It is unknown if the missing instrument accessory fragment actually fell inside the patient and was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a fragment from the monopolar curved scissors (mcs) tip cover accessory fell inside the patient and could not be found in the viscera. No other clinical information was provided.

Manufacturer narrative:
It was initially reported that a fragment of the sheath of the chisel had detached during the da vinci-assisted surgical procedure. Intuitive surgical, inc. (Isi) has received the mcs tip cover accessory involved with the reported event. The mcs tip cover accessory was found to be torn. However, failure analysis determined that no material appeared to be missing. The mcs instrument involved with this complaint was also returned and evaluated. The instrument was found to have a broken tube extension at the distal end with a missing piece measuring approximately 0.217 x 0.461 in size. The known common cause of this failure is due to mishandling/misuse. Based on the failure analysis information of the mcs instrument, this complaint is no longer considered a product problem as initially noted in the initial MDR. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment of unknown size from the mcs instrument allegedly broke off, fell inside the patient, and could not be found. However, at this time, the location of the missing instrument fragment is still unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. There is no evidence, however, that a device malfunction occurred since the instrument damage can be attributed to user mishandling/misuse.